Event description:
It was reported that during the patient's system change out, the physician recorded high pacing thresholds on their atrial pace/sense lead. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.